Event description:
Parkell, inc. Became aware of an incident involving a parkell insert, the dura30-us, on march 9, 2026. The insert was in use by a student when it broke off in a patient's mouth. It was caught in the trap and immediately suctioned out. No injury was initially reported. No treatment was sought. Images of the insert were provided for evaluation. The insert was returned without the tip. The insert is part of the student instrument package. As part of the resolution, the hygiene coordinator at the university was instructed to remind clinical students to adhere to the performance guide to ensure proper device handling and usage parameters, minimizing the risk of mechanical fatigue or breakage. We are filling this report in an abundance of caution to comply with 21 cfr 803.10(c). We will file a follow-up report if we become aware of any additional relevant information.